Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 300 mg/dl. It was confirmed that the customer had a backup method of insulin delivery available for diabetes management.

Manufacturer narrative:
Follow up with the customer on (B)(6) 2015 indicated that the customer was able to bring blood glucose level down to 140 mg/dl with manual injections. An additional lot number was reported (lot# m015502). The device is expected to be returned; however, the device has not yet been received. A follow-up supplemental report will be submitted if the device has been received.